Event description:
Event verbatim [preferred term] a very deep burn/had a really bad blister on her back/blister that busted/burn/still have pain at the site of my burn [burns second degree] , the scab has fallen off and now there is a secondary scab/still a mark from the burn [scab] , scarred customer physically [scar] , not check skin under the product while wearing thermacare/for probably around 11-13 hours [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number w60087; additional box: upc: 305733015971, lot: w59249, expiration date: jan2021, from an unspecified date as needed for sore muscles. Medical history includes motor vehicle accident. The patient classified her skin tone as glow in the dark white. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medication included ibuprofen (advil) and paracetamol (tylenol), both for sore muscles. The patient previously took thermacare heatwraps for cramps for around 16 years (she was guessing) and experienced no adverse effect. She loved the heatwraps and normally they helped her so much. The patient had used the heatwraps for years for cramps but had never been burnt even after using them all day long. The patient had previously used heating pads and rice packs that warm up in the microwave. The patient had been using the heating pad since her wreck in december. Before that, she didn't remember the last time she used the heating pad. She hadn't used the rice pack in a few years since her son went to college and she packed that up with him to take. She had even sat on the heating pad for hours and she'd never had any problem. The patient was calling in regard to the thermacare heatwraps. The patient was not sure which version of thermacare she was using when she experienced the symptoms. She peeled the heatwrap and stuck it to her skin, and she had a t-shirt over that. The patient attached the adhesive to body. The patient did not engage in exercise while using the product (for example, running, bicycling); she did read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare. The patient used thermacare heatwrap one day in a row, for as long as the product is suggested. She clarified it was probably around 11-13 hours. She explained she put the product on around 9 or 10 in the morning and took it off that evening. She had a really bad blister on her back that quite frankly she did not know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. It was also reported that she applied the heatwrap on the back of her arm. She used the neck pain therapy heatwraps draped around near her shoulder and going down her back. She used the neck pain therapy wraps on her neck, back of neck, side of neck, and upper back. It was a deep blister on her arm that she didn't know was there until it burst. She explained her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarified the notice said it was regarding the thermacare heatwrap back pain therapy, but she believed she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back-pain therapy but she believed there was also an issue with the neck pain therapy heatwraps. The patient explained the blister/burn happened about 2 weeks ago (on an unspecified date in 2019). She had never been burnt by the product before and she was the dummy that left them on and slept with them on. The burn was pretty bad but was improving. The scab had fallen off and now there was a secondary scab. She explained the burn was not so deep anymore and was not hurting constantly anymore unless you touch it. It continued to get better and she was using hydrogen peroxide on it. The patient still had a mark and she was not done healing but she guessed she was okay. The patient stated she had 2 boxes of heatwraps. One box was opened and the other box she kept close. The boxes came within a few days of one another. She confirmed the heatwraps were in a plain white box. Her son ordered them online and she can't think of any other place besides company name. The product was ordered from company name and it didn't come in the original thermacare box. The patient explained the box it came in was really nice and it kind of pulled out like a bakery box. Within the white box, the heatwraps were just in the foil packs. She was not sure which heatwraps belonged to which box. She explained both boxes were neck pain therapy, but each box included 2 of the back-pain therapy heatwraps. The back-pain therapy heatwraps were mixed between the two boxes so she was not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing so she guesses the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she was not sure since she was supposed to have 4 back pain therapy heatwraps, but only had 3. She explained she was rear-ended and has soft tissue damage in her neck, shoulder and back. She used the heatwraps to help relax along with going to physical therapy and a massage therapist. The patient was currently under the care of a physician only for physical therapy and massage therapy for being rear ended in the car. The patient did not consult any healthcare professional for the symptoms, but she spoke with a licensed massage therapist but not a doctor. She didn't offer any medical treatment; as a friend, the therapist suggested she keep putting hydrogen peroxide on it. The patient threw the heatwrap away. 19 of neck pain therapy, 3 of back pain therapy were remaining. The device was available for evaluation. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was permanently withdrawn. The patient stated there was a reasonable possibility that the event was related to the device, the burn was caused by the heatwrap. The burn was the exact cell shape found in the heatwrap. Subsequently, the consumer stated she previously called about the product and how it severely burnt her and how it was not part of the batch recalled. Consumer was disappointed because she wanted to be reimbursed for the 19 pads but was only reimbursed for 4 pads. She stated 'I am a scarred customer physically (2019) and emotionally and still has pain at the site of my burn. She will not complete the paperwork mailed to her and is 'finished using the product'. The continued pain left me from the damages of my burn from your product is contact enough. The outcome of event a very deep burn/had a really bad blister on her back/blister that busted/burn/s/still has pain at the site of my burn was resolving. The outcome of scarring was not resolved, and the outcome of the remaining events was unknown. According to product quality complaint: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up attempts are completed. No further information is expected. Follow-up(B)(6)2019 new information received from a product quality complaint group includes: investigation summary, and updated product to thermacare neck, shoulder & wrist (from thermacare heatwraps). Follow-up attempts are completed. No further information is expected. Follow-up (B)(6)2019 new information received from a product quality complaint group included: revised investigation results. Follow-up (B)(6)2019 additional information was received from a contactable consumer that included: new events (still have pain at the site of my burn & scarred ), outcome (scarred not recovered), action taken (permanently withdrawn) follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse, scab and scarred as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse, scab and scarred as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] a very deep burn/had a really bad blister on her back/blister that busted/burn [burns second degree] , the scab has fallen off and now there is a secondary scab/still a mark from the burn [scab] , not check skin under the product while wearing thermacare/for probably around 11-13 hours [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer (patient). A 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number w60087; additional box: upc: 305733015971, lot: w59249, expiration date: jan2021, from an unspecified date as needed for sore muscles. There was no medical history. The patient classified her skin tone as glow in the dark white. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medication included ibuprofen (advil) and paracetamol (tylenol), both for sore muscles. The patient previously took thermacare heatwraps for cramps for around 16 years (she was guessing) and experienced no adverse effect. She loved the heatwraps and normally they helped her so much. The patient had used the heatwraps for years for cramps but had never been burnt even after using them all day long. The patient had previously used heating pads and rice packs that warm up in the microwave. The patient had been using the heating pad since her wreck in december. Before that, she didn't remember the last time she used the heating pad. She hadn't used the rice pack in a few years since her son went to college and she packed that up with him to take. She had even sat on the heating pad for hours and she'd never had any problem. The patient was calling in regards to the thermacare heatwraps. The patient was not sure which version of thermacare she was using when she experienced the symptoms. She peeled the heatwrap and stuck it to her skin, and she had a t-shirt over that. The patient attached the adhesive to body. The patient did not engage in exercise while using the product (for example, running, bicycling); she did read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare. The patient used thermacare heatwrap one day in a row, for as long as the product is suggested. She clarified it was probably around 11-13 hours. She explained she put the product on around 9 or 10 in the morning and took it off that evening. She had a really bad blister on her back that quite frankly she did not know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. It was also reported that she applied the heatwrap on the back of her arm. She used the neck pain therapy heatwraps draped around near her shoulder and going down her back. She used the neck pain therapy on her neck, back of neck, side of neck, and upper back. It was a deep blister on her arm that she didn't know was there until it burst. She explained her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarified the notice said it was regarding the thermacare heatwrap back pain therapy, but she believed she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back pain therapy but she believed there was also an issue with the neck pain therapy heatwraps. The patient explained the blister/burn happened about 2 weeks ago (on an unspecified date in 2019). She had never been burnt by the product before and she was the dumby that left them on and slept with them on. The burn was pretty bad but was improving. The scab had fallen off and now there was a secondary scab. She explained the burn was not so deep anymore and was not hurting constantly anymore unless you touch it. It continued to get better and she was using hydrogen peroxide on it. The patient still had a mark and she was not done healing but she guessed she was okay. The patient stated she had 2 boxes of heatwraps. One box was opened and the other box she kept close. The boxes came within a few days of one another. She confirmed the heatwraps were in a plain white box. Her son ordered them online and she can't think of any other place besides company name. The product was ordered from company name and it didn't come in the original thermacare box. The patient explained the box it came in was really nice and it kind of pulled out like a bakery box. Within the white box, the heatwraps were just in the foil packs. She was not sure which heatwraps belong to which box. She explained both boxes were neck pain therapy but each box included 2 of the back pain therapy heatwraps. The back pain therapy heatwraps were mixed between the two boxes so she was not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing so she guesses the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she was not sure since she was supposed to have 4 back pain therapy heatwraps, but only had 3. She explained she was rear-ended and has soft tissue damage in her neck, shoulder and back. She used the heatwraps to help relax along with going to physical therapy and a massage therapist. The patient was currently under the care of a physician only for physical therapy and massage therapy for being rear ended in the car. The patient did not consult any healthcare professional for the symptoms, but she spoke with a licensed massage therapist but not a doctor. She didn't offer any medical treatment; as a friend, the therapist suggested she keep putting hydrogen peroxide on it. The patient threw the heatwrap away. 19 of neck pain therapy, 3 of back pain therapy were remaining. The device was available for evaluation. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was unknown. The patient stated there was a reasonable possibility that the event was related to the device, the burn was caused by the heatwrap. The burn was the exact cell shape found in the heatwrap. The outcome of event a very deep burn/had a really bad blister on her back/blister that busted/burn was recovering. The outcome of the other events was unknown. According to product quality complaint: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (13jun2019): new information received from a product quality complaint group includes: investigation summary, and updated product to thermacare neck, shoulder & wrist (from thermacare heatwraps). Follow-up attempts are completed. No further information is expected. Follow-up (12jun2019): new information received from a product quality complaint group included: revised investigation result. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Also, followings were answered no: process related, complaint confirmed, design related, additional approval(s) required, regulatory impact, product quality impact, stability impact, market / clinical impact, sqrt review required, and aqrt review required. Root cause category (tier 1): non-assignable (complaint not confirmed), and final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] a very deep burn/had a really bad blister on her back/blister that busted/burn [burns second degree] , read the usage instructions on thermacare before used the product/ not check skin under the product while wearing thermacare/for probably around 11-13 hours [intentional device misuse] , the scab has fallen off and now there is a secondary scab/still a mark from the burn [scab] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 52-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number w60087; additional box: upc: 305733015971, lot: w59249, expiration date: jan2021, from an unspecified date as needed for sore muscles. There was no medical history. The patient classified her skin tone as glow in the dark white. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medication included ibuprofen (advil) and paracetamol (tylenol), both for sore muscles. The patient previously took thermacare heatwraps for cramps for around 16 years (she was guessing) and experienced no adverse effect. She loved the heatwraps and normally they helped her so much. The patient had used the heatwraps for years for cramps but had never been burnt even after using them all day long. The patient had previously used heating pads and rice packs that warm up in the microwave. The patient had been using the heating pad since her wreck in december. Before that, she didn't remember the last time she used the heating pad. She hadn't used the rice pack in a few years since her son went to college and she packed that up with him to take. She had even sat on the heating pad for hours and she'd never had any problem. The patient was calling in regards to the thermacare heatwraps. The patient was not sure which version of thermacare she was using when she experienced the symptoms. She peeled the heatwrap and stuck it to her skin, and she had a t-shirt over that. The patient attached the adhesive to body. The patient did not engage in exercise while using the product (for example, running, bicycling); she did read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare. The patient used thermacare heatwrap one day in a row, for as long as the product is suggested. She clarified it was probably around 11-13 hours. She explained she put the product on around 9 or 10 in the morning and took it off that evening. She had a really bad blister on her back that quite frankly she did not know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. It was also reported that she applied the heatwrap on the back of her arm. She used the neck pain therapy heatwraps draped around near her shoulder and going down her back. She used the neck pain therapy on her neck, back of neck, side of neck, and upper back. It was a deep blister on her arm that she didn't know was there until it burst. She explained her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarified the notice said it was regarding the thermacare heatwrap back pain therapy, but she believed she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back pain therapy but she believed there was also an issue with the neck pain therapy heatwraps. The patient explained the blister/burn happened about 2 weeks ago (on an unspecified date in 2019). She had never been burnt by the product before and she was the dumby that left them on and slept with them on. The burn was pretty bad but was improving. The scab had fallen off and now there was a secondary scab. She explained the burn was not so deep anymore and was not hurting constantly anymore unless you touch it. It continued to get better and she was using hydrogen peroxide on it. The patient still had a mark and she was not done healing but she guessed she was okay. The patient stated she had 2 boxes of heatwraps. One box was opened and the other box she kept close. The boxes came within a few days of one another. She confirmed the heatwraps were in a plain white box. Her son ordered them online and she can't think of any other place besides company name. The product was ordered from company name and it didn't come in the original thermacare box. The patient explained the box it came in was really nice and it kind of pulled out like a bakery box. Within the white box, the heatwraps were just in the foil packs. She was not sure which heatwraps belong to which box. She explained both boxes were neck pain therapy but each box included 2 of the back pain therapy heatwraps. The back pain therapy heatwraps were mixed between the two boxes so she was not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing so she guesses the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she was not sure since she was supposed to have 4 back pain therapy heatwraps, but only had 3. She explained she was rear-ended and has soft tissue damage in her neck, shoulder and back. She used the heatwraps to help relax along with going to physical therapy and a massage therapist. The patient was currently under the care of a physician only for physical therapy and massage therapy for being rear ended in the car. The patient did not consult any healthcare professional for the symptoms, but she spoke with a licensed massage therapist but not a doctor. She didn't offer any medical treatment; as a friend, the therapist suggested she keep putting hydrogen peroxide on it. The patient threw the heatwrap away. 19 of neck pain therapy, 3 of back pain therapy were remaining. The device was available for evaluation. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was unknown. The patient stated there was a reasonable possibility that the event was related to the device, the burn was caused by the heatwrap. The burn was the exact cell shape found in the heatwrap. The outcome of event a very deep burn/had a really bad blister on her back/blister that busted/burn was recovering. The outcome of the other events was unknown. Product quality complaint group provided investigation summary of thermacare neck/shoulder/wrist heat wrap 8 hr. Lot number: w60087, expiration date: jan2021. Sample status: available to be returned, forthcoming. Quality impact: the thermal data was reviewed and the batch was released according to spec - 25353, effective date: 04aug2017. Prelim. Confirmation status: not confirmed. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "a very deep burn". The cause of the wrap causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The severity is s3-skin burn per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective 23apr2019, version 5.0. A site investigation was conducted on production records, a return sample has not been received. A device malfunction was not identified during records review. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Also, followings were answered no: process related, complaint confirmed, design related, additional approval(s) required, regulatory impact, product quality impact, stability impact, market / clinical impact, sqrt review required, and aqrt review required. Root cause category (tier 1): non-assignable (complaint not confirmed), and final confirmation status: not confirmed. Follow-up (13jun2019): new information received from a product quality complaint group includes: investigation summary, and updated product to thermacare neck, shoulder & wrist (from thermacare heatwraps). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree, intentional device misuse and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Very deep burn/had a really bad blister on her back/blister that busted/burn [burns second degree], read the usage instructions on thermacare before used the product/ not check skin under the product while wearing thermacare/for probably around 11-13 hours [intentional device misuse], the scab has fallen off and now there is a secondary scab/still a mark from the burn [scab]. Case narrative: this is a spontaneous report from a contactable consumer (patient). A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap), device lot number w60087; additional box: upc: (B)(4), lot: w59249, expiration date: jan2021, from an unspecified date as needed for sore muscles. There was no medical history. The patient classified her skin tone as glow in the dark white. The patient did not have sensitive skin or any abnormal skin conditions. Concomitant medication included ibuprofen (advil) and paracetamol (tylenol), both for sore muscles. The patient previously took thermacare heatwraps for cramps for around 16 years (she was guessing) and experienced no adverse effect. She loved the heatwraps and normally they helped her so much. The patient had used the heatwraps for years for cramps but had never been burnt even after using them all day long. The patient had previously used heating pads and rice packs that warm up in the microwave. The patient had been using the heating pad since her wreck in december. Before that, she didn't remember the last time she used the heating pad. She hadn't used the rice pack in a few years since her son went to college and she packed that up with him to take. She had even sat on the heating pad for hours and she'd never had any problem. The patient was calling in regards to the thermacare heatwraps. The patient was not sure which version of thermacare she was using when she experienced the symptoms. She peeled the heatwrap and stuck it to her skin, and she had a t-shirt over that. The patient attached the adhesive to body. The patient did not engage in exercise while using the product (for example, running, bicycling); she did read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare. The patient used thermacare heatwrap one day in a row, for as long as the product is suggested. She clarified it was probably around 11-13 hours. She explained she put the product on around 9 or 10 in the morning and took it off that evening. She had a really bad blister on her back that quite frankly she did not know was there until it had burst. It was a very deep burn and had been healing for a couple of weeks. It was also reported that she applied the heatwrap on the back of her arm. She used the neck pain therapy heatwraps draped around near her shoulder and going down her back. She used the neck pain therapy on her neck, back of neck, side of neck, and upper back. It was a deep blister on her arm that she didn't know was there until it burst. She explained her son sent her a notice of the thermacare heatwrap recall regarding some of the cells getting too hot and causing a burn. She clarified the notice said it was regarding the thermacare heatwrap back pain therapy, but she believed she was wearing the neck pain therapy heatwrap. To her understanding the recall was only pertaining to the back pain therapy but she believed there was also an issue with the neck pain therapy heatwraps. The patient explained the blister/burn happened about 2 weeks ago (on an unspecified date in 2019). She had never been burnt by the product before and she was the dumby that left them on and slept with them on. The burn was pretty bad but was improving. The scab had fallen off and now there was a secondary scab. She explained the burn was not so deep anymore and was not hurting constantly anymore unless you touch it. It continued to get better and she was using hydrogen peroxide on it. The patient still had a mark and she was not done healing but she guessed she was okay. The patient stated she had 2 boxes of heatwraps. One box was opened and the other box she kept close. The boxes came within a few days of one another. She confirmed the heatwraps were in a plain white box. Her son ordered them online and she can't think of any other place besides company name. The product was ordered from company name and it didn't come in the original thermacare box. The patient explained the box it came in was really nice and it kind of pulled out like a bakery box. Within the white box, the heatwraps were just in the foil packs. She was not sure which heatwraps belong to which box. She explained both boxes were neck pain therapy but each box included 2 of the back pain therapy heatwraps. The back pain therapy heatwraps were mixed between the two boxes so she was not sure which heatwrap came out of which box. While looking through the products, she realized one back pain therapy heatwrap was missing so she guesses the back pain therapy could have been the heatwrap that burnt her. She was positive that it was a neck pain therapy heatwrap but now she was not sure since she was supposed to have 4 back pain therapy heatwraps, but only had 3. She explained she was rear-ended and has soft tissue damage in her neck, shoulder and back. She used the heatwraps to help relax along with going to physical therapy and a massage therapist. The patient was currently under the care of a physician only for physical therapy and massage therapy for being rear ended in the car. The patient did not consult any healthcare professional for the symptoms, but she spoke with a licensed massage therapist but not a doctor. She didn't offer any medical treatment; as a friend, the therapist suggested she keep putting hydrogen peroxide on it. The patient threw the heatwrap away. 19 of neck pain therapy, 3 of back pain therapy were remaining. The device was available for evaluation. The packaging was sealed and intact. The action taken in response to the events for thermacare heatwrap was unknown. The patient stated there was a reasonable possibility that the event was related to the device, the burn was caused by the heatwrap. The burn was the exact cell shape found in the heatwrap. The outcome of event a very deep burn/had a really bad blister on her back/blister that busted/burn was recovering. The outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, intentional device misuse and scab as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.